Manufacturer narrative:
(B)(4). The analysis of the returned tracheostomy tube revealed that it was out of specification. Visual inspection confirmed the twist lock head had been worn. A defect of this magnitude would have been detected during the 100% visual inspection and removed from the lot. The root cause is not related to manufacturing process because there are procedural controls in place to detect this kind of faulty device.

Manufacturer narrative:
(B)(4). The lot number was not provided by the customer. Therefore the device manufacture date is unknown.

Event description:
A report was received stating, prior to use, the patient's caretaker noticed "the inner tube couldn't fit tightly with the outer tube". There was no patient involvement. There is no death or serious injury associated with this event.